Event description:
Additional information received on 11/6/2024 for report mw5160105 to update procode to qpp.

Event description:
The event was reported from clinical monitoring of the 522 post market surveillance study. The site noted that the patient received total knee arthroplasty on (B)(6) 2024 and then developed impaired range of motion and underwent manipulation under anesthesia on (B)(6) 2024. The site noted that the adverse event is "possibly related" to the device and the adverse event is "definitely related" to the total knee arthroplasty. Canary medical followed up with the site with additional questions. Canary medical asked if the event has been resolved. The site's response is, the event is still unresolved and the first follow-up after the manipulation under anesthesia is scheduled for (B)(6) 2024, where the site will reassess the patient's range of motion to check for improvement. Canary medical also verified with the site that the canturio tibial extension is functional post manipulation under anesthesia.